Event description:
Patient presented to the physician with an infection at the neck incision site and a stimulation lead that eroded through the neck incision. Physician prescribed oral antibiotics. Physician brought the patient into the or 2 days later and removed the entire inspire system.